Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with a different model. Reportedly, the patient received adequate and effective pain relief postoperatively. The issue is resolved.

Event description:
It was reported the charger could not communicate with the ipg. The antenna was reconnected to no avail. A replacement charger was sent to the patient. Follow-up identified the ipg was non-responsive due to lack of use for over 3 months. A physician referral was given and surgical intervention may be undertaken at a future date to replace the device.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.